Event description:
It was reported that when the oscillating saw blade was removed from the device on the back table in the operating room, the pins holding the saw blade in place were broken and fell out of the universal oscillating saw attachment. There was no report of patient injury or medical intervention associated with the reported incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.